Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker exhibited premature battery depletion (pbd). There was unexpected increase battery consumption for within the last year. The patient also had atrial fibrillation (af). Initial analysis indicated that the device had an increase in power consumption which was due to high atrial rate. However, no device resets and faults were noted. Boston scientific technical services (ts) then suggested programming device to brady mode and turning off atrial lead. Additional information indicated that the device was not reprogrammed. The pacemaker remains in service. No adverse patient effects were reported.